Manufacturer narrative:
This report is submitted on july 4, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a performance decrement with the device, subsequent to sustaining a trauma to the head. On (B)(6) 2017, the device was explanted. It is unknown whether the patient was reimplanted with another device, as of the date of this report.

Manufacturer narrative:
Correction : the correct "explanted date" is (B)(6) 2017, not (B)(6) 2017, as initially reported.